Manufacturer narrative:
Patient information was unavailable from the site to date. Software evaluation has not been completed at the time of this report.

Event description:
A medtronic ent representative reported an inaccuracy that occurred while in an ent procedure. It was noted, using a measure tool, that the inaccuracy measured to be approximately 2.5mm using a straight suction. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The ent straight suction instrument was returned to the manufacturer for analysis. The device was inspected and found to be visibly bent at the taper. The device was tested and it verified with a geometry error of 1.5mm. The software investigation found that the reported event was related to a hardware issue. The reported event was confirmed and the instrument was replaced.

Manufacturer narrative:
Further testing of instruments and system onsite by medtronic representative found alleged inaccuracy could be replicated with the small straight suction. A replacement suction has been sent to the site for issue resolution.

Manufacturer narrative:
Further analysis of the returned re-usable instrument (ent small straight suction, p/n 9734308, l/n 8685) found the following: the suction was inspected with the digital microscope for further study. The straight suction showed a downward bend from the top of the part of approximately 1.4 mm. The returned instrument was subsequently measured with a coordinate measurement machine (cmm) to determine if the tip true tip position was out of specification. The tip trip position deviated from nominal position by r = 0.0248 inches. The specification allows for +/- 0.020 inches. The tip was out of specification by 0.0048 inches. Additionally, a review of the complaint history for pn 9734308 for the past 3 years were analyzed to see if similar complaints have been reported. No similar cases were reported for this part number. The true tip measurement of the returned device exceeded specification by 0.0048 inches, but was within the navigational measurement error of 1.5mm allowable navigational error. Instrument can be verified for navigational use, since it is within the acceptable navigational error of the system. The root cause of the re-usable instrument was found to be a mechanical failure of bent tip.